Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional device product codes are mni, mnh, kwp and kwq. The initial date of implant was reported as an unknown date in 2012. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016, due to patient pain and pseudarthrosis. The patient was initially implanted with a poly-axial 3d-head for pedicle screw, locking cap and 3.2mm pedicle screw on an unknown date in 2012 to treat spondylodesis. The patient experienced several months of pain but the onset date of the pain symptom is unknown. In surgeon¿s opinion a mono-axial device should have been implanted instead of the poly-axial device. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
\ Product investigation evaluation: the complainant part was received in an assembled state. All components show abrasion along the rod axis, where the screw head was located. The body (gold) is not deformed. The closing cone (purple) is strongly abrased along the axis of the rod. The ball segment shows the strongest abrasion originating from the screw head. It seems that the screw head, originally fixed at a steep angle, moved upward and, due to continuous movement, grinded through the ball segment causing this to break. All pieces remained in the part. The non-union of the segment might have caused the assembly to fail since the parts had to stabilize a pseudoarthrosis for almost four (4) years. From the complaint description, it can be assumed that the part failed after around 3.5 years of carrying the load of the joint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon review of the returned device (part 498.571), which was completed on march 7, 2016, it was determined that the screw head experienced continuous movement. As a result, the screw head grinded through the ball segment causing a break. All pieces remained in the part.